Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. During analysis, a failure event was observed which was unrelated to the reported event. Premature battery depletion was confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. High fuel gauge current was observed in the device image. Battery depletion was determined to be premature and due to high current. High current was unable to be reproduced. The root cause of the high current could not be determined.